Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle disconnected from the syringe while aspirating the insulin. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle disconnected from the syringe while aspirating the insulin. No serious injury or medical intervention was reported.